Event description:
The user's hearing performance with the device is affected. The user noticed changes in hearing quality when applying pressure above/around the pinna. The user is able to hear and use her processor, however, she notes the sound quality varies and her perception has decreased. The re-implantation is considered, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, as the device has been received incomplete an exact location of the damage cannot be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user noticed changes in hearing quality when applying pressure above/around the pinna. The user is able to hear and use her processor; however, she notes the sound quality varies and her perception has decreased. According to the clinic the magnet strength was appropriate and the external device was also replaced. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user noticed changes in hearing quality when applying pressure above/around the pinna. The user is able to hear and use her processor; however, she notes the sound quality varies and her perception has decreased. The clinic has recommended re-implantation.